Event description:
Patient reported experiencing erratic blood glucose, while wearing the device. In 2005, their blood glucose measured > 500mg/dl. Six hours later, pt's blood glucose had dropped to 49 mg/dl. Pt believes that there is a concern with the accuracy of the device's basal or bolus function. No error meassages were generated by the device. At the time of the report, pt had already switched to pt's back-up device.